Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2005, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from the manufacturing representative, regarding a female patient receiving intrathecal clonidine 183.7mcg/ml at 55.04mcg/day and dilaudid 1470mcg/ml at 440.5mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. It was reported that there was a bridge bolus programming error. The health care provider (hcp) entered the new dose as the old concentration divided by 1000, as it was entered as 1.470mg/day instead of 0.4405mg/day. The error had happened within the last 5-10 minutes of the manufacture contact. The reporter was walked through cancelling the bridge and entering the information back to what the patient walked into the door with, and then updating the information correctly and programming the bolus. The new programmed dose was dilaudid 2.2mg/ml at 440.5mcg/day, and the bridge bolus was 545.37mcg for a duration of 29 hours 43 minutes. No symptoms were reported. The event was resolved.